Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net with instances of non-sustained right ventricular oversensing. The oversensing was attributed to post-paced t-wave oversensing. No intervention was performed. The patient was asymptomatic to the event.